Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010; inratio: 1.7; lab: 2.3. Inratio: 1.7; lab: 2.4.

Manufacturer narrative:
Investigation pending.